Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. Two ntr clips were successfully implanted, reducing mr to a grade of 1-2. On an unknown date, the patient returned to the hospital and echocardiography showed the second ntr that was implanted had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. An ntw clip was inserted and grasping was performed. However, both leaflets were unable to be grasped due to a high mobility of the leaflets. It was noted that during the procedure, the gripper lever was difficult to advance and retract. Also, the gripper cap without the tactile marker and blue latched detached on two separate occasion. Both pieces were able to be reattached to the device. Due to the issues and inability to grasp the leaflets, the ntw was removed and replaced with an xtw clip. This clip was successfully implanted, reducing mr to a grade of 2-3. It was noted that during the procedure, the physician mentioned that the plastic on the gripper levers were not stabile. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was an effect of the reported slda. Recurrent mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip and the patient was hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.